Event description:
It was reported that post operatively, the right atrial (ra) lead dislodged possibly due to perforation resulting in patient experiencing cardiac tamponade and pericardial effusion. Pericardiocentesis was performed. Patient coded on the procedure table. Fluoroscopy imaging specified the migration of the ra lead into the ventricle. Eventually, it was noted that the patient passed away four days after the implant of the implantable pulse generator (ipg) system. Cause of death could not be confirmed if it was related to the ra or right ventricular (rv) lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.